Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer called to say she had used an ibd brush and as she was using it, she had something on her front big tooth and when she touched the tooth with the bristles, her tooth chipped.